Event description:
Info received, indicates the left siderail is not staying up.

Manufacturer narrative:
The technician replaced a missing siderail latch bolt and tightened all of the siderail screws to repair the stretcher.